Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No patient consequence. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Use of the image intensifier to find the needle and the magnet to mobilize it but the management was not changed as a result of this incident. Any patient consequences/ ae outcome as a result of the reported event? No patient consequence. Patient current condition? The patient gone out from hospital and a control consultation is scheduled for 6 weeks. Week of (B)(6). Returned suture needle identified as product code z1310h returned for evaluation. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot # ? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain -any patient consequences/ ae outcome as a result of the reported event? -was the procedure completed successfully? And how? Patient current condition? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an anastomosis of radical prostatectomy by laparoscopy procedure on (B)(6) 2019 and a suture was used. During surgery, the needle jammed inside the soft tissues from a deep stitch. The needle was recovered after 40 mins by using an intensifying screen to locate it with a magnet. The incident led to a bleeding and procedure time increase of 40 minutes. There were no adverse patient consequences reported.